Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that on (B)(6) 2023 the patient suffered from a post-operative ischemic stroke and passed away. The outcome was not considered to have been device or device therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had undergone a pump exchange on (B)(6) 2023. Post-operatively, the patient suffered from an ischemic stroke and passed away on (B)(6) 2023. The outcome was not considered to have been device or device therapy related. Related manufacturer report number: 2916596-2023-00892.